Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. Reportedly, visualization was difficult due to the first clip and the anatomy. All available information was investigated and the poor visualization resulting in single leaflet device attachment (slda) was likely the result of case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve to further reduce mr. Visualization was difficult, due to the first clip and the anatomy. The second clip was implanted and mr was reduced to <1. At the end of the procedure, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr increased to 3. No additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.